Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. (B)(4). Manufacturing location: supplier: (B)(4)/ inspected and packaged by: monument. Release to warehouse date: 30-oct-2021. Expiration date: 01-oct-2031. Part number: 03.404.022s, 13mm reamer head for ria 2-sterile. Lot number: 447p332 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev a, was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m022, ria ii reamer head 13.0mm. Lot number: 123p690. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Raw material certification was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2022, during reaming with the ria 2 system at the tibia the reaming head broke. The head was still intact and could be removed through the guide wire. The 4 wings remained in the medullary tibia canal and were removed through a medial incision and opening. There was a surgical delay of 45 minutes. The procedure was successfully completed. This report involves one (1) 13.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the reamer head f/ria 2 ø13 was found in the evidence provided the device broken. No other defect was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the reamer head f/ria 2 ø13. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.